Manufacturer narrative:
This report is submitted on september 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that during initial implantation surgery, intra-operative x-rays revealed a tip folder over of the electrode array. Subsequently, the patient's suture site was re-opened in order to correct the array position, extending the surgical time by a duration of one hour. The device was successfully implanted and no other complications were reported.